Event description:
It was reported by svc report that the foot left caster was delaminated causing part of the rubber to separate from the wheel. No pt involvement or adverse consequences are reported.